Event description:
It was reported that during an unknown procedure the device fired a few clips and then clipped artery and the jaws would not release. Unknown how the device was removed from the artery. Another device was used to complete the case with no patient consequence. No further information is available at the account.

Manufacturer narrative:
(B)(4). Broken jaw, ejected clip. The analysis results of the (B)(4) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening issues. During the first firing sequence the right jaw ramp broke forming a clip with gap. The remaining clips were ejected due to the condition of the jaws. It should be noted that an investigation has been initiated to address the potential root cause of the broken jaw issues. Although, the event could not be confirmed due to the condition of the device, an investigation has been initiated to address the potential root cause of the opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.